Event description:
The caller reported a cracked and shattered touchscreen, rendering the pump's touchscreen unresponsive and illegible. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the pump, confirmed the shipping address, and instructed the caller to use multiple daily injections as a backup therapy.